Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of 02/05/2016. The system logs reveal that the surgical staff encountered a single system error code 32073 during the surgical procedure which signifies that the stapler instrument stalled while attempting to unclamp. The stapler instrument may be partially or completely clamped on tissue. This could be caused by excessive friction in the stapler instrument or the stapler motor pack. The system logs also reveal that after the system code appeared, the surgical staff did not perform an emergency stop (e-stop). The system user manual states, warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism. This complaint is being reported due to the following conclusion: after the endowrist stapler 45 instrument allegedly misfired and got stuck on bowel tissue, the surgeon made the decision to convert the da vinci surgical procedure to traditional laparoscopic surgery. The surgeon then placed another staple line using an unspecified traditional laparoscopic stapler instrument on the same staple line where the endowrist stapler 45 instrument got stuck on tissue.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the jaws of the endowrist stapler 45 instrument got stuck on the bowel while clamping down on a second fire. According to the initial reporter, at the time the event occurred, the surgical staff encountered a system error related to the stapler instrument that was indicative of a clamping issue. The surgical staff attempted to release the jaws of the instrument with the instrument release kit (irk) but was unsuccessful. The initial reporter indicated that the surgical staff undocked the system in order to remove the instrument. There was no report of a patient injury. On 03/04/2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the initial reporter was present during the da vinci surgical procedure. After successfully firing a green stapler 45 reload, the surgeon attempted to fire a second green reload. After firing, the csr indicated that the jaws got stuck on the bowel tissue. The surgical staff used the irk and was able to open the jaws of the instrument enough to release the grasped tissue without causing any tissue damage. However, during the process of using the irk, the irk reportedly broke inside the instrument's housing. Due to the stapler issue, the surgeon made the decision to convert to traditional laparoscopic surgery. The surgeon placed additional staples, using an unspecified traditional laparoscopic stapler, along the same staple line where the jaws of the endowrist stapler 45 instrument got stuck. The surgical procedure was completed via the traditional laparoscopic surgery and the patient was discharged accordingly home approximately 2 days post-operatively. There were no reports of any post-operative complications.

Manufacturer narrative:
The stapler 45 instrument involved with this complaint was returned to isi and evaluated. Failure analysis placed the instrument on an in-house da vinci system and initialization did not pass as expected, since the customer stated that the manual unclamp tool and emergency wrench was used. A fabricated stapler initialization failure tool was inserted to the stapler coupling clamp to unjam the clamp causing initialization failure. Resistance was felt while attempting a ¼ counterclockwise turn suggesting use of the manual unclamp tool resulting in failed initialization. The stapler instrument was placed on system again and initialization passed. The instrument's fire, clamp, and unclamp functions successfully passed testing. The staple formation from the new reload was proper and had no issues. The emergency release hole was noted with normal wear indicating the customer did use it to manually open the grips. No other damage was found. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after the endowrist stapler 45 instrument allegedly misfired and got stuck on bowel tissue, the surgeon made the decision to convert the da vinci surgical procedure to traditional laparoscopic surgery. The surgeon placed another staple line using an unspecified traditional laparoscopic stapler instrument on the same staple line where the endowrist stapler 45 instrument reportedly got stuck on tissue.